Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, an error message "remove the tissue and debris of the tip. Please retest" was displayed when using the harmonic ace instrument for about 30 minutes. The customer followed the instruction, reconnected the instrument, and retested by changing the line, but the issue was not resolved. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. There is no report of detachment and no report of fragment(s) falling inside the patient. The customer inspected the instrument prior to use and found no damage. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the instrument was removed from the patient and examined during last use, no fragments were found on the blade. It is unknown when the fragments fell off. The nurse confirmed that no fragments fell into the patient during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.085" x 0.432" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding a repeated error message was confirmed by failure analysis.